Manufacturer narrative:
The customer reported event of 'guidewire started un-wire and it was not able to be removed from the catheter' was confirmed during visual inspection. The most probable root cause was due to guidewire was kinked while it was being dispense. During visual inspection, the guidewire was returned inside the quattro catheter. The guidewire was stuck inside the distal lumen catheter, and it was unable to be removed. The guidewire was found to be kinked on the shaft at proximal end of distal balloon. Unable to perform functional testing due to the condition in which the guidewire and catheter were received. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for guidewire with lot 93837.

Event description:
It was reported that as customer tried to pull the guidewire from quattro catheter, the guidewire started to un-wire and it was not able to be removed from the catheter. Customer tried a second quattro catheter, but experienced the same issue. The patient's temperature was 35.6c and was maintained at 36 without intervention. Care was eventually withdrawn on this patient prior to the completion of ttm treatment. No patient consequences were reported. Related MFR number 3010617000-2019-00756 for first guidewire.